Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to an infection. The device was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Analysis did not identify any device issues that would have made an infection more likely than what is described in the instructions for use for this device as a known inherent risk of the use of this product.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to an infection. The device was returned for analysis. No additional adverse patient effects were reported.